Manufacturer narrative:
Investgation results: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Since no defective samples or photos were returned, the specific condition and location of the debris on the catheter cannot be identified; therefore, the exact source and composition of the debris cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026, 9:20 am while administering an IV infusion as ordered, an indwelling needle was used. After insertion, excess plastic debris was observed on the needle catheter, potentially leading to contamination within the patient's body. The indwelling needle was subsequently removed, and a second puncture was performed.

Manufacturer narrative:
1. DHR/bhr review (lot#5154087): 1) the products of this batch were assembled at intima ii auto line 2 in jun 2025 and packaged at r240 & cfs package line in jun 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned one photo but did not return the complaint unit. The photo shows a raised foreign matter on the surface of the catheter. 3. Microscopic examination of the retained samples from this batch showed that the catheter surface was smooth and without abnormalities. 4. Based on the foreign matter condition and production process analysis: the foreign matter may be a precipitate of the lubricant-silicone oil. Intima ii products use dms32 lubricant for pre-lubrication of the catheter tip, forming a dense layer on the catheter surface to facilitate puncture. During pre-lubrication, an air-blowing device is used to remove excess silicone oil; however, the remaining silicone oil may accumulate and form such foreign matters. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows foreign matter adhered to the catheter surface, but since the defective sample was not received for inspection and analysis, the specific source and composition of the foreign matter cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.